Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62812. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced device migration in the left eye against the xen45 gts. The device has been explanted and replaced with an express shunt. Patient has been discontinued from study.